Manufacturer narrative:
(B)(4) - mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2013-02081. The same device is represented in each medwatch as it was involved in two events.

Event description:
It was reported that a patient underwent a sling procedure in 2012. Following the procedure, the patient's husband experienced dyspareunia post-operatively. The patient was seen by the physician and upon examination, a mesh erosion was noted. The patient underwent a reoperation and a piece of mesh was removed. The current condition of the patient was reported at okay. Additional information has been requested.